Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the ins is not functional and the caller had no other information. No symptoms were reported related to the device/therapy and no further complications were reported or are anticipated.